Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler involved with this complaint and completed the device evaluation. Failure analysis found that the broken piece, measuring approximately 0.033" x 0.283" in size, was returned with the instrument. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sf green 45 reload. The friction observed when removing the instrument from the in-house system was likely due to the torn wrist cover observed. No failures observed during log review. The root cause of this failure was attributed to mishandling or misuse. A review of the device logs for the sureform 45 stapler (part#: 480445-04 / lot/serial#: (B)(4) associated with this event has been performed. Per this review of the logs, the sureform 45 stapler was last used on (B)(6) 2022 via system serial#: (B)(4). There were 11 uses remaining after this last usage. Review of the provided image is consistent with the alleged complaint of a broken piece of the sureform 45 stapler instrument. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the wrist cover of the sureform 45 stapler was torn, and the broken piece was found inside the cannula during a da vinci assisted procedure. The fragment was retrieved with no patient injury. The root cause of the torn wrist cover was due to the user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, sureform 45 stapler instrument was broken. The broken piece was found inside the cannula when the cannula was taken out after the first fire. The customer experienced resistance when removing the cannula. The instrument was replaced. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. It was unknown if the instrument collided with the other instrument or tool. There was no fragment falling inside the patient. After the procedure was completed, x-ray was performed. There was no impact to the patient and no patient injury. The surgeon did not perform port incision enlargement in order to remove the instrument.